Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The customer indicated the device will be returned; however, they did not specify when. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that main firmware installed had become corrupted. The firmware program was re-installed to resolve the report. It could not be firmly establish what caused the firmware to become corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.